Event description:
Boston scientific received information that during the implant procedure, following a successful induction, the implantable cardioverter defibrillator (ICD) failed to deliver therapy. The patient was rescued with an external shock. It was further reported that the prior to the induction, when the physician was programming the tachy mode from off to monitor + therapy, the telemetry wand slipped. It was suspected that the mode change may not have completed due to the intermittent loss in telemetry. The representative expressed dissatisfaction that he was not aware of this issue. A technical services representative was contacted and discussed the telemetry issue where communication between the programmer and device would be interrupted, allowing programming of the device tachy mode to off, but not updating the programmer. Since the programmer 'thinks' the device is on, it allows the induction command. This was discussed in closer look bulletin. A copy of the bulletin was sent to the sales representative. This issue has been fixed with the version 3.7 software, which the account did not have. The representative was going to obtain the new software and reinterrogate the ICD. There were no adverse patient effects and the device is functioning normally. The device was subsequently explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Event description:
Event description guidant received information that during the implant procedure, following a successful induction, the implantable cardioverter defibrillator (ICD) failed to deliver therapy. The patient was rescued with an external shock. It was further reported that the prior to the induction, when the physician was programming the tachy mode from off to monitor + therapy, the telemetry wand slipped. It was suspected that the mode change may not have completed due to the intermittent loss in telemetry. The representative expressed dissatisfaction that he was not aware of this issue.